Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was unknown mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to monitor the device and may continue to wear the insulin pump until replacement arrives.

Manufacturer narrative:
The pump passed the error test, and no alarms were noted. However, the pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a missing end cap sticker.